Manufacturer narrative:
Initial reporter address:(B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150, a blood leak was observed through the venous line connector due to a broken gasket (joint). There was no report of patient injury or medical intervention associated with this event. No additional information is available.